Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information provided in the initial report for this event has been determined to be information that was also reported in MDR # 1722028-2023-00007 lot number, manufacture and expiry date are not available at this time. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. Donor unit - (B)(6) white blood cell count not available at this time.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. Donor unit - w140922072333 white blood cell count not available at this time.